Event description:
Hold mc. A customer contacted beckman coulter (bec) in regards to obtaining twenty one (21) incorrect sodium (na), potassium (k), and chloride (cl) results, on (B)(6) 2013, for seven (7) different patients generated on the au5811-02 clinical chemistry analyzer (210v). The results yielded both erroneously high and low values. The worst case difference observed upon repeat was 10%. The incorrect results were released outside the laboratory. The incorrect results were repeated on the (B)(6) 2013. The repeated correct results were then reported to the physician with the previous incorrect reported results. The results provided by the customer are shown in this report. The customer first noticed there was an issue when they started getting bad anion gaps and upon further review they found the ionized selective electrode (ise) cell was giving erroneous results. The customer stated that they noticed bubbles in line 6. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Review of the calibration data showed that all electrodes were within tolerance before the reported event. A bec field service engineer (fse) was dispatched on (B)(4) 2013, to evaluate the instrument. The fse confirmed the presence of the bubbles noticed by the customer. These originated from the reference valve. The fse replaced the failed reference valve and primed all bubbles from the system. No similar issues have been reported since this part was changed. The erroneous results are most likely caused by an ise reference valve malfunction. There was evidence from the fse's report that the air bubbles present in line 6 were coming from the reference line. Therefore, it is highly likely that the erroneous results arose from a failed reference valve. The failed reference valve will be returned for failure analysis.